Event description:
The customer reports that during a knee surgery, when they grabbed the product, the wire was lifted and when they removed the product from the box, the wire fell off.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer reports that during a knee surgery, when they grabbed the product, the wire was lifted and when they removed the product from the box, the wire fell off.

Manufacturer narrative:
The event description is misleading as it was reported that the locking wire was displaced upon removal of the component from its packaging however visual inspection of the component determined that the component was attempted to be used and was significantly off-position when it was impacted during attempted seating. The device could not lock into place as a result of this error in placement. The event as reported was not confirmed. DHR review for the reported lot was satisfactory. Chr review for the reported lot confirmed that there were no similar events reported for the lot. Based on the findings of the visual inspection, this event is as a result of user error during placement.